Manufacturer narrative:
The device was returned to the MFR for eval and there was no red residue seen at the rear connection point or front end of attachment. The event could not be confirmed. A replacement device was sent to the customer.

Event description:
It was reported that there was red residue at rear connection point of the attachment. This was discovered after it was removed from the dryer. There was not pt involvement or adverse consequences related to this event.